Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient present in clinic, the right atrial lead exhibited frequent noise episodes during isometrics. Also, a decrease in p wave amplitude, resulting in low sensing, was observed. The patient was in atrial fibrillation during the sensing test. Lead fracture was suspected. During a normal device change out, diagnostic imaging was performed; however, x-ray showed no signs of fracture. The ra lead was capped on (B)(6) 2019. The patient was stable before, during, and after the procedure.